Event description:
The device was explanted. Reportedly, the device was no longer functional following a cardiac MRI. Additional information was requested but none was received.

Manufacturer narrative:
According to the information received, the recipient_s hearing was affected after MRI procedure. Despite requested no further information concerning neither MRI conditions, the nature of the hearing loss nor the functionality of the device whilst implanted were received. Device investigation found a broken and partially dislocated magnet ring in the housing of the transducer. Despite this failure being technical in nature, it has however no impact on performance of the device and thus is a side finding unrelated to MRI imaging. Furthermore, abrasion marks on the screws were observed, likely caused by an inadequate implant fixation during initial surgery. A review of the implants device history record (DHR) shows no abnormities, indicating that the device was working according to specifications. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was explanted. Reportedly, the device was no longer functional following a cardiac MRI. Further information is pending.